Event description:
It was reported that an ilet pump generated repeated ¿alert 38 ¿ motor stall¿ after a restart, including during a dry-run and during the rewind step, indicating a stalled drive mechanism that did not resolve with priming and rewinding. Symptoms included risk of unreliable insulin delivery, for which backup therapy was advised to maintain glycemic management. Outcomes included interruption of insulin infusion and the need to discontinue pump use to prevent further alerts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.